Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported a nurse was moving the cart and the wheels collapsed on the right side and came down on him. He was taken to the emergency room to be treated for a head and arm injury. The monitor ar-3250-3207 that was attached to the cart struck his head. His head injury came up negative but he has a fractured elbow. Additional information obtained 01-07-2020: the rep spoke to the nurse that was injured during the incident and the nurse commented that he was using the side of his body to slightly move the tower over in the room. The next thing he knew the tower was falling on top of him. He thinks the wheels might have been in the locked position and the force caused the wheels to break. The operating room manager was contacted and confirmed this incident occurred in the operating room. The condition of the injured nurse was as follows: he suffered a blow to the head when he was hit by the monitor however there was no bleeding or open wound. He has not been checked for a concussion. He also has a radial head fracture on his elbow. He is off work for the time being.